Event description:
This lead dislodged the same day as the implant. The physician elected to explant this lead later that same day. The hospital has retained this device. Should additional information become available, this event will be updated.